Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, there was no impact to customers blood glucose levels. Subsequently, this error resulted in a pump replacement and customer will revert to manual injections for insulin therapy.